Manufacturer narrative:
The DHR was reviewed and no issues were noted during manufacture that would contribute to the complaint condition. The device is checked visually and functionally 100% at manufacture and passed. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. The returned variable angle wire guide was returned in 2 pieces (the t-handle and shaft is separated from the drill guide block). The dowel pin that secures the handle to the drill guide block is missing and was not returned for evaluation. Minor nicks and scratches exist on the shaft, block and handle which are consistent with field use. The returned device was manufactured in may 1996, and is over 16 years old. The dowel pin used to secure the t handle shaft to the drill guide block was made from standard material synthes uses to pin 2 instrument components together. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is over 16 years old and has been used beyond its useful life.

Event description:
During a hip pinning procedure, surgeon was attempting to insert a guide wire in the variable angle wire guide and the handle broke off. Surgeon selected another instrument to complete the procedure. Consultant inspected the instrument the next day and noticed what appears to be a pin hole in the handle. It is not known if the instrument, at this time, should have a pin in the hole; consultant suspects it fell out causing the handle to break.